Event description:
The letter from the attorney alleges "the customer died after suffering a fall that occurred as a result of invacare's hemi walker, model 6252". One of the aluminum legs allegedly snapped off while the consumer was using the product, causing him to fall and suffer fatal injuries.

Manufacturer narrative:
The product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on injury.